Event description:
It was reported by the patient that a heart rate monitor indicated their rate was only in the 30s. The patient felt their device should "kick in" if their heart rate goes below 60. Follow-up with the clinic revealed that the patient had not been seen recently; however, an upcoming appointment is scheduled. At the previous device check, the device was functioning appropriately with stable measurements, no arrhythmias noted, and no therapies delivered. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).